Manufacturer narrative:
Results: the distal tip of the first evaluated neuron max was fractured. There was no visible damage to the dilators. Conclusions: evaluation of the first and second returned devices revealed that the neuron maxs distal tips were fractured. This type of damage likely occurred from the packaging mandrel pinning the distal tip of the catheter on the plastic packaging tube during removal of the device. The packaging mandrel is held in place on the packaging card and is designed to stay in place upon removal of the catheter. If the catheter is retracted at an angle, it may cause the distal portion of the catheter to become pinned between the packaging tube and mandrel. Subsequently, damage such as a fracture may occur. The fractured distal tips likely contributed to the reported excessive gaps. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00352.

Event description:
During preparation for a medical procedure, the physician found that there were excessive gaps between two units of neuron max 6f 088 long sheath (neuron max) and their dilators. The issue was found prior to use. Therefore, the two neuron max devices were not used in the procedure. The procedure was completed using a new neuron max.